Manufacturer narrative:
E1: initial reporter phone: (B)(6). Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the internal valve center slit. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the internal valve.

Event description:
It was reported that visible air was observed. During a paroxysmal atrial fibrillation ablation, a faradrive steerable sheath clear was selected for use. When the farawave catheter was introduced to the sheath and aspirated, excessive air bubbles more than as usual was observed. It was suspected that the hemostatic valve of the sheath was damaged from the beginning. The sheath was replaced, and the procedure was completed without patient complications. The device was received for analysis. It was further reported that air was present in the sheath as usual when introducing the farawave catheter. However, massive air bubbles were observed during multiple aspirations inside the syringe. No abnormalities were noted during preparation. The devices inside the sheath included a dilator and the farawave catheter, with a merit inqwire rosen j tip guidewire used according to the instruction for use (IFU). The irrigation method employed was a pressure bag. The guidewire was positioned inside the tip of the farawave catheter as described in the IFU.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that visible air was observed. During a paroxysmal atrial fibrillation ablation, a faradrive steerable sheath clear was selected for use. When the farawave catheter was introduced to the sheath and aspirated, excessive air bubbles more than as usual was observed. It was suspected that the hemostatic valve of the sheath was damaged from the beginning. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned. It was further reported that air was present in the sheath as usual when introducing the farawave catheter. However, massive air bubbles were observed during multiple aspirations inside the syringe. No abnormalities were noted during preparation. The devices inside the sheath included a dilator and the farawave catheter, with a merit inqwire rosen j tip guidewire used according to the instruction for use (IFU). The irrigation method employed was a pressure bag. The guidewire was positioned inside the tip of the farawave catheter as described in the IFU.